Event description:
A caller reported an issue with their continuous glucose monitor, specifically a cgm error 42. The problem was addressed by technical support, who provided detailed instructions for resetting the pump. After the reset, the error code did not appear again, and the caller was able to successfully start a new sensor session. There was no adverse impact to the customer¿s blood glucose level.